Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm_12.6; -9.5/1.0/007 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) as a replacement lens on (B)(6) 2022. The surgeon reports the patient had massive postoperative corneal edema (4th central edema) and additionally noted; "corneal edema out of proportion to amount anticipated will continue to closely monitor for resolution. At a later date it was noted that the patient was doing well and at week 1.5 she was 20/30 uncorrected. Lens remains implanted.